Manufacturer narrative:
Evaluation summary: this is a retrospective MDR concerning an event that occurred in 2002. Examination of this unit showed that the plastic screw boss on the head molding (to which the grille is attached) had broken off 16 mm from the end. This was due to stress cracks induced by the particular type of boss design and the type of screw used. At the time of receiving this report (july 2002) we were already aware of similar malfunctions (no injuries) with other warmers and had initiated a field corrective action involving the fitting of metal clips to the warmer head. A medwatch report concerning a similar event was submitted to FDA 09 april 2002 (9611451-2002-00002) with a follow up on 14 june 2002. These earlier medwatch reports described the event and outlined our corrective action which was to provide headclip upgrade kits to all affected infant warmers in the USA. No injuries were associated with this earlier medwatch report. The corrective action has since been completed and we have submitted a recall termination request. Please see attached letter of explanation.

Event description:
Hospital reports that the "grille fell off the unit while it was in use and hit a baby". No patient injury. The device is a 'wall mount' infant radiant warmer. The protective grille mounted beneath the warmer heater head detached and fell towards the bassinet.